Event description:
Analysis of the returned subject device found that the ptfe (polytetrafluoroethylene) and hydrophilic coating of the subject guidewire were peeled. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was noted to be kinked/bent 2cm from the proximal end. The tip of the guide wire was noted to have been slightly shaped. The guidewire was noted to be broken/fractured at approximately 91.5cm from the proximal end. The guidewire ptfe coating was noted to be damaged. The hydrophilic coating was noted to be damaged. Functional testing was unable to be performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. During introduction to the microcatheter the device broke into two pieces. During analysis, the guidewire was noted to be kinked/bent, broken/fractured and ptfe coating was noted to be damaged and the hydrophilic coating was noted to be damaged. The ptfe coating damage most likely occurred as a result of interaction with another device. It is most likely the torque device was not securely fastened causing it to drag down the wire during use. An assignable cause of handling damage will be assigned to the as reported and as analyzed 'guidewire broken/fractured during preparation' and as analyzed 'guidewire kinked/bent', 'guidewire ptfe coating peeling' and 'hydrophilic coating peeling' since these issues are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.